Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was hospitalized with a high blood glucose of 576 mg/dl, which was treated with an insulin IV and IV fluids. She experienced nausea and a headache as a result of the hyperglycemia. At the time of phone call the patient was on her way home from the hospital with borderline diabetic ketoacidosis. Her blood glucose at time of release of 268 mg/dl, which she was then treating with a pump bolus. The customer stated that she ended up in the hospital due to her infusion set being on incorrectly. No products were shipped or returned.